Event description:
User experienced ise calibration errors, and received four pt samples with discrepant ise results when compared to repeat testing on a vitros analyzer. Of the four pt examples provided, only the following pt sample was discrepant for sodium and potassium. Sample type is plasma. Initial sodium gave 133; repeat gave 144 mmol per l. Initial potassium gave 3.90; repeat gave 4.5 mmol per l. User said the repeat vitros values were reported out, not the integra values and there was no treatment based on the integra values. The field service rep found a problem with the ise tubing and replaced ise tubing. Ise's calibrated with no abnormalities; controls were run with results within customer ranges, and ise pt precision study performed with no discrepancies verifying analyzer performing within spec.